Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's representative (rep) reported when recharging only 0-2 coupling bars could be achieved even though the recharging belt was worn very tight. The antenna being repositioned, another recharging being used, and the antenna locate feature being used did not resolve the issue. There were no falls or traumas reported that could be related to the issue. Impedance testing was performed with fine results. When the rep. Was asked if there were any pocket issues it was noted the consumer reported they felt a lump where they didn't feel it before over the implantable neurostimulator (ins). An x-ray was going to be performed to determine if there was an issue or if the ins was flipped, but rather than performing an x-ray the physician manually flipped the battery. This was not done under fluoro. As the physician thought it would be ridiculous to put the patient through the x-ray and revision if it was flipped. After manually flipping the ins the consumer was receiving eight coupling bars and left the office very happy. Relevant medical history includes spinal pain.